Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure on (B)(6) 2022. While attempting to implant the pacemaker, it was noted that the set screw on the head of the pacemaker could not be tightened to fix the right atrial electrode to the atrial channel. After multiple failed attempts, the physician explanted the pacemaker and replaced it without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not tighten the atrial setscrew onto the lead was confirmed. Analysis revealed incorrect wrench insertion into the setscrew by the user occurred. The wrench was not being fully inserted therefore the wrench began to strip the setscrew inset while the user was trying to tighten the setscrew. Further incorrect wrench insertions occurred by the user that stuck the setscrew to the wrench tip. Then the setscrew was pulled out of the device through the septum stuck to the wrench tip. The problem was caused by the user¿s incorrect use of the torque wrench in tightening the setscrew.